Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The wire was detached from its connection at the grip. The instrument failed the electrical continuity test. The instrument was also found to have thermal damage located at the top of the yaw pulley by the base of the grip.

Event description:
It was reported that during a radical extraperitoneal prostatectomy withoug lymphadenectomy da vinci-assisted surgical procedure, the cable was torn. The procedure was completed with no reported injury.